Event description:
The reporter stated that following carpal tunnel surgery on (B)(6) 2009, the pt developed an open wound and local infection. The wound was re-explored and the product was removed and a flexor tenosynovectomy was performed. The initial surgery was not done by the physician who reported the event. The pt was seen in clinic two weeks post operatively and no signs of infection or open wound was observed. At a visit 4 weeks post operatively, there was an open wound and signs of infection and the pt was referred to the reporting physician. Prior to performing the second surgery, the reporter stated to integra that the infection was identified as staph, simulans, and unidentified gram +ve rod. The pt was treated with an oral antibiotic. The product was removed 6 weeks post implantation. This was difficult, especially in the area where the wound was open. The neurawrap was hard and crusty and was not absorbed into the body at 6 weeks. The pt was seen in the clinic on (B)(6) 2009, and was doing well. Integra has requested add'l info from the reporter. No response has been rec'd to date.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.